Manufacturer narrative:
The customer reported complaint for the autopulse platform having unreadable lcd was not confirmed. The platform display was visible and functioned as intended. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint, therefore, the root cause could not be determined. As a precautionary measure, the lcd screen was replaced to avoid the re-occurrence. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel, unrelated to the reported complaint. The fault was found to be due to the defective processor board. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed blank upon powering on. Per reporter, both the green and amber led are illuminated. No patient involvement.